Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. The patient stated that upon bumping the pod, the needle mechanism finally deployed. Hyperglycemia treated with a new pod.